Event description:
It was reported that pump displayed altitude alarm 21 even though customer followed precautions and there was prior similar issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.